Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: 300cc mentor memorygel breast implant, catalog #3503004bc, catalog # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a 300cc mentor memorygel breast implant and experienced right sided rupture causing an altered appearance post procedure. As a result, explant without replacement was performed on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 6/20/2019. The operative report stated that the patient experienced capsular contracture (baker's grade unknown). Additionally, the prosthesis initially reported as ruptured was found to be intact. Is product problem- uncheck. The evaluation of the returned device was completed by the failure analysis lab on 7/3/2019. Device evaluation summary: according to the information received, the patient developed capsular contracture. During analysis of the sample several creases were found in both views of it. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer's reference number: (B)(4).